Manufacturer narrative:
The pump has been returned and evaluated by product analysis on jan 26, 2018 with the following findings: the pump powered up to a blank display with auditory and vibratory alarms. Moisture was found on all internal components, and in the battery compartment with a leak. The power issue was unable to be investigated further due to the blank display.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.